Manufacturer narrative:
H1.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings had been tampered with and the pump settings were deliberately changed by someone. Subsequently, the customer¿s blood glucose (bg) level lowered, however, bg value was not provided. Although requested, pump data wasn't uploaded for tandem technical support to review. The customer declined to provide additional information.